Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing led to pacing inhibition. The ra lead was capped and replaced 04 jan 2023. The patient was in stable condition throughout the procedure.